Event description:
Biomed technician reported a malfunction 7 that occurred on this pump during patient use. Technician reported patient had programmed pump for tpn therapy. Malfunction 7 occurred during therapy. Pump was replaced and therapy continued. No patient injury has been reported at this time. Pump will be returned to baxters repair center for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. An urgent product recall letter was sent to all 6060 customers on 11/14/05 for this issue. Similar issues have been reported for this product. The number of incidents reported are above the expected level of occurrence. CAPA mdq-CAPA-0174 was opened in august of 2005 to investigate the issue. This CAPA has been closed and corrective action has been identified.